Event description:
Following a catheterization procedure, an angio-seal device was placed and hemostasis was successfully achieved. Five days following device deployment, the pt returned to the physician with an infection at the puncture site. A deep abscess was noted to have ruptured through the skin. An ultrasound was performed (results unknown) and a surgical consult was called. Surgery was performed on 9/25/97; the angio--seal device was removed, and the wound was debrided. The pt was then admitted to the hosp for IV antibiotics. No add'l info available at this time.